Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when recapping the needle of a bd¿ syringe ib 25 tray 1000, the needle bent and pierced through the shield, resulted in needle stick injury. The staff member underwent blood work following facility protocol. The following information was provided by the initial reporter: ¿material no: 305536, batch no: 8205752. It was reported that when the staff member was recapping the needle after use, the needle bent and pierced the shield which resulted in a needle stick injury. The staff member underwent blood work following facility protocol. Information was received on follow up call with customer on 03/27.¿

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8205752. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that when recapping the needle of a bd¿ syringe ib 25 tray 1000, the needle bent and pierced through the shield, resulted in needle stick injury. The staff member underwent blood work following facility protocol. The following information was provided by the initial reporter: ¿ material no: 305536 batch no: 8205752. It was reported that when the staff member was recapping the needle after use, the needle bent and pierced the shield which resulted in a needle stick injury. The staff member underwent blood work following facility protocol. Information was received on follow up call with customer on 03/27. ¿